Manufacturer narrative:
The accounts biomed replaced the right siderail ucm circuit board to repair the bed.

Event description:
The accounts biomed stated he was performing preventive maintenance on the bed, and without touching anything, the bed started alarming, the hi/low lowered, and the head, knee and foot sections flattened out. The hydraulic manifold was running all the time. He unplugged the bed to stop the manifold from running. He tested the bed and could not duplicate the issue.